Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump alarmed critical pump error after battery installation. Unit successfully downloaded using thus and crest. Verified critical pump error due to consecutive pump error 53 (file#2005 line#5632) alarms in the pump history download on 03/02/2024 at 06:48 and due to software anomaly. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. Found moisture damage to electronic stack and force sensor during visual inspection. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked end cap, cracked case, scratched case, overlay scratched, cracked keypad overlay, missing display window cover, stained keypad overlay, cracked case (battery tube), cracked case corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, stained serial label. The p-cap/reservoir does lock properly. Critical pump error (open book image) alarm confirmed due to pump error 53. Pump error 53 is confirmed due to being found in history files and traces and due to software anomaly. Cosmetic damage is confirmed at the unspecified area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712k was returned for analysis.